Event description:
It was reported that the customer had issues with her infusion set. When the customer attached the reservoir and the quick set, she was unable to get insulin through the tube. Her blood glucose level was 161 mg/dl. The customer disconnected and reconnected the tubing and the reservoir, but there was still resistance. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.